Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One r2p sheath and dilator were returned for assessment. The sample was subject to visual analysis. The dilator is not fully inserted into the sheath. The dilator cannot be removed from the sheath. The hub is screwed on tightly. The hub is compressed. The sheath tip is deformed. The sheath was measured and found to be 141.5cm in length. There are stretched regions 32.2-32.4cm and 109.8-112.4cm from the sheath hub. The complaint can be confirmed for stretching of the sheath during withdrawal. The exact root cause cannot be determined. The likely root cause is the sheath stretched due to increased resistance from a spasm, leading to difficulties during withdraw. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the doctor was closing, and the involved angio-seal device failed and did not deploy. The patient condition was unaffected. The procedure outcome was successful. The estimated blood loss was less than 250cc's. The event occurred intra-operative. Additional information was received on (B)(6) 2023: the procedure performed for the patient prior to using the involved device was a prostatic artery embolization (pae). The procedure sheath sized used was a 6 french. The doctor stated that the angio-seal device never felt like it clicked in then when he went to pull back to lock the anchor in place, it never clicked. Therefore, he was unable to cinch down the suture. The device wouldn't deploy. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was in stable condition. Hemostasis was achieved by manual pressure.

Manufacturer narrative:
E3: occupation: tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.